Event description:
The patient underwent a revision surgery today and the lead impedances were tested and were found to be low out of range. Electrode combinations 2 and 3, which were used in programming, measured 150 ohms. There was no visible damage to the lead. It was later clarified that both of the electrodes were out of range. A full device system replacement was going to be scheduled.

Manufacturer narrative:
Lead model 3387s-40, lot# v038151, implanted: 2008 (B)(6), explanted: 2012 (B)(6); extension model 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted: 2012 (B)(6); programmer model 37642, serial# (B)(4) .

Manufacturer narrative:
Extension: model 7482a51, serial# (B)(4), implanted: 2008 (B)(4), explanted: extension: model 7482a51, serial# (B)(4), implanted: 2008 (B)(6), explanted: programmer: model 7438, serial# (B)(4). Programmer: model 37642, serial# (B)(4). Lead: model 3387s-40, lot# v038151, implanted: 2008 (B)(6), explanted: lead: model 3387s-40, lot# v041389, implanted: 2008 (B)(6), explanted: ins model 37602, serial# (B)(4), implanted: 2012 (B)(6), explanted: (B)(4).

Event description:
Additional information received reported that the patient's leads were replaced in (B)(6) 2012. Two weeks later the patient's extensions were replaced and a new neurostimulator was implanted.